Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported she was playing softball and was running from home to first base when tubing got detached from the quick release. No further information available.